Event description:
On (B)(6) 2012, a reporter for the lay user/patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was reading inaccurately high as compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately 2 weeks prior to contacting lfs for assistance. He reportedly tested on the subject meter and observed a reading of "95 mg/dl." At the time of the alleged concern, the patient was managing his diabetes with insulin (unknown type/dose) and is a self adjuster and reportedly increased his dose of insulin on an unknown date/time. The reporter stated immediately after testing, the patient developed symptoms of "pale lips, fatigue and he fell to the ground." The emergency medical services (ems) was called and when they arrived they checked the patient's blood glucose using an hcp meter and reported a value of "25 mg/dl" within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient was taken to the hospital by the ems and treated by an hcp on that same day, but it was not clear what type of treatment the patient received or when he was released from the hospital. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.